Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage.

Event description:
It was reported that the fenestrated bipolar forceps (fbf) instrument had a broken conductor wire. There was no additional information provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the black conductor wire was found to be broken in half.